Event description:
Clinical trial. It was reported that 1645 days following a coronary artery stenting procedure, the patient developed worsening coronary artery disease necessitating a target vessel reintervention. At the time of the index procedure, the patient's qualifying condition was stable angina and the patient was referred for cardiac catheterization. The target lesion was located in the mid rca (right coronary artery) with 85% stenosis, a length of 12mm and a reference vessel diameter of 3.5mm. The target lesion was treated with predilation and placement of a 3.5x16mm express2 bare metal stent with 0% residual stenosis. The patient was discharged the following day on protocol doses of asa and plavix. The patient returned 1645 days following the initial procedure and underwent cardiac catheterization due to angina and an abnormal stress test showing apical and lateral ischemia. A 3.5x18mm stent was placed in the proximal cx. The patient was discharged with another intervention scheduled for december 2006. Another manufacturer's 2.5x13mm drug eluting stent was placed in the ostium of the pda and it was confirmed that the stent in the pda did not overhang into the main body or continuation of the rca. The patient was discharged the next day on asa and plavix. The relationship of the tvr to the index procedure per the investigator is unrelated. The relationship of the tvr to a prior co-morbid condition per the investigator is unrelated. The device causality assessment per the investigator is unrelated. The clinical events commitee has adjudicated this event as remotely related to the study stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.